Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a contact detach steel infusion set and dexcom g7, with blood glucose rising from approximately 250 to 300 mg/dl, noted blood at the infusion site, detected an insulin odor at the leg, and later observed a large air bubble in the connector after removing the cartridge and tubing, with prior difficulty aligning and locking the connector; the user reverted to multiple daily injections and administered 8 units of rapid-acting insulin. Symptoms included hyperglycemia, elevated ketones, dizziness, shortness of breath, heavy legs, and stomach discomfort. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding device components and the medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.